Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verioiq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at 8:00am on (B)(6) 2015. She claimed that the meter was not responding when a test strip was inserted. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after the start of the alleged issue. She claimed that at 6 hours after the start of the issue, she developed symptoms of dizziness. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted the meter was not being used for the first time and, based on the information provided there had been no misuse of the meter. The patient did not notice the battery indicator or message per labeling appear prior to the meter not turning on. The patient was using the correct test strips; however, the meter would not power on when a test strip was inserted per owner's manual. The meter did turn on when the power button was pressed. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive treatment or medical intervention for either of these conditions. However, this complaint is being reported because, the power issue remained unresolved at the time of troubleshooting.